Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal cracked during loading. Another kit was opened to complete the procedure. The hospital did not report any patient complications. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection showed that the delivery device was returned with the seal and the tension spring assembly inside the loading device. The white plunger on the delivery device was depressed. It was observed that the seal was cracked as it was seen through the window of the loading device. There was no evidence of blood on the device. Based upon the received condition, the reported failure "seal cracked" is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).